Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating the absence of no delivery alarm on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer stated that the device fell out of pocket and no physical damage and ran self test. Customer also mentioned issues with no delivery not going off when her blood glucose were high. The customer did not wish to do additional testing. The customer was advised to monitor issue.